Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated field: h2. Corrected field: b5, g3, and g4. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 10/27/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gynecologic laparoscope had poor optics. There were no reports of patient harm.

Event description:
(B)(6) 2025. Description of challenge. Message from opr: poor optics follow the line on the screen.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation findings, there is not a clear conclusion about the cause of the reported adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.